Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer¿s field service engineer (fse) confirmed the color is changing in display automatically. The manufacturer¿s field service engineer (fse) reconnected display cable and found equipment is working properly.

Event description:
The customer reported the color is changing in display automatically. There was no patient involvement.